Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) reset and produced service code 102- charge profile fault. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received, the monitor reset had produced service code 102. The cause of the reset and code 102 is an open resistor r45 on the computer analog board and a shorted thyristor, q8 on the defibrillator board. The root causes of the open r45 and shorted q8 were unable to be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.